Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) would shut off when it is removed from its charger even with a charged battery. There was no patient involvement and the device was returned for evaluation.

Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
The device was subjected to visual inspection, as well as functional and electrical testing. The evaluation determined that a component would not turn back on after a full battery discharge. Based on the results of the investigation, the reported event was confirmed. (B)(4).